Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Material unknown. Lot unknown. Description unknown. The attached report, ((B)(4)) was received through FDA¿s medsun program. We are forwarding it to your firm for review since it identifies a device that your firm markets, and your firm might not be aware of this event. The report contains all the information presently available. If your review determines that a medical device report (MDR) is required, please submit your report in accordance with 21 cfr 803 and include the report number referenced above in the corresponding section h, related report number field. For information on medwatch forms and instructions, please visit https://www.FDA.gov/medical-devices/postmarket-requirements-devices/mandatory-reporting-requirements-manufacturers-importers-and-device-user-facilities. If you have already submitted an MDR for this event please submit a supplement report and include the above referenced report number in the corresponding section h, related report number field. If you determine that no MDR is required, no further action is necessary. Please contact us at emdr@FDA.hhs.gov if you have any questions regarding this matter.